Event description:
This device was implanted on (B)(6) 2006 and was explanted on (B)(6) 2012. Pacer was unable to be interrogated. The physician was dr. (B)(6) at (B)(6) health system in pleasanton, ca. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).